Manufacturer narrative:
(B)(4). This lead has been retained by the explanting hospital. If it is returned at a later date, analysis will be performed and this report will be updated.

Event description:
It was reported that this left ventricular (lv) lead exhibited impedance measurements of greater than 2000 ohms, pacing not delivered when required, high pacing threshold measurements, and loss of capture. A surgical revision was performed, and the lead exhibited impedance measurements of greater than 3000 ohms and no capture at maximum outputs when tested through the pacing system analyzer (psa). The lead was therefore explanted and replaced. No additional adverse patient effects were reported.